Manufacturer narrative:
No sample material was available for further investigation. The investigation determined there was no information that reasonably suggests there was a device malfunction. There was no hint of a general reagent issue.

Manufacturer narrative:
The serial number and model of the roche analyzer used at the customer site were requested, but not provided. Prolactin reagent lot number 679481 was used on this analyzer. The reagent expiration date was requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(6). Prolactin reagent lot number 655497, with an expiration date of 01-feb-2024 was used on this analyzer. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys prolactin ii and elecsys ft4 IV on an unknown roche analyzer at the customer site and on a cobas e 801 module used for investigation. This medwatch will apply to the prolactin assay. Please refer to the medwatch with a1 patient identifier (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. The sample was initially tested at the customer site on (B)(6) 2023. The sample was provided for investigation, where it was tested on an e 801 analyzer on (B)(6) 2023. The sample was also repeated on an abbott architect analyzer.